Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in good condition. The event history log was unable to be reviewed due to a blank screen upon start up. Functional testing was able to verify and duplicate the reported problem. The interconnect board was found inoperable and was determined to be the root cause. The interconnect board was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was not able to connect with the pharmgard software, went black, alarmed, ¿bricked and watchdogs.¿ there was unknown patient involvement and unknown patient harm.